Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. This sample is for tc (B)(6) and tc (B)(6). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the jaw spring and one of the feeder tabs were bent and protruding from the tube slots. The top jaw was also bent and there was no clip in the first position of the channel. The damages to the top jaw, jaw spring and feeder would prevent the clips from firing properly. Functional inspection could not be performed due to the observed damages. However, the sample was disassembled to inspect the internal components. It was that the clips were out of position and stacking on one another. The yoke was also broken at the pin position due to the clip stacking. One of the tabs in the channel box was bent. The sample was returned with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. The observed damages prevented the clips from loading properly. It appears that the top jaw and the channel box tab were damaged during use since multiple clips were able to fire from the device. If the damages were present prior to use, then no clips would have been able to fire from the device. The damage to the top jaw caused the jaw spring to become disengaged from the channel pivot holes. Upon further attempts to fire the device, the jaw spring became bent. The damage to the channel box tab caused restricted movement of the feeder which led to the feeder tab getting bent and the clip stack. Therefore, based upon the observed damages, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. The sample was returned with the jaw spring and one of the feeder tabs were bent and protruding from the tube slots. The top jaw was also bent and there was no clip in the first position of the channel. The observed damages would prevent the clips from firing properly. The sample was returned with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. The sample was disassembled to inspect the internal components. It was that the clips were out of position and stacking on one another. The yoke was also broken at the pin position due to the clip stacking. One of the tabs in the channel box was bent. It appears that the top jaw and the channel box tab were damaged during use since multiple clips were able to fire from the device. If the damages were present prior to use, then no clips would have been able to fire from the device. The damage to the top jaw caused the jaw spring to become disengaged from the channel pivot holes. Upon further attempts to fire the device, the jaw spring became bent. The damage to the channel box tab caused restricted movement of the feeder which led to the feeder tab getting bent and the clip stack. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damages, unintentional user error caused or contributed to this event.

Event description:
It was reported that during laparoscopic cholecystectomy, the fourth clip fell at loading. Then, another clip got stuck in the applier, by which the rotation tab got deformed. Therefore, the device was replaced with a new one. The fallen clip was retrieved so no clip remained in the patient, and no injury to the patient occurred.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1900235 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, the fourth clip fell at loading. Then, another clip got stuck in the applier, by which the rotation tab got deformed. Therefore, the device was replaced with a new one. The fallen clip was retrieved so no clip remained in the patient, and no injury to the patient occurred.